Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-functional atrial lead. The lead was explanted due to undersensing during the generator change out. No further information is available.

Manufacturer narrative:
A partial lead with the lead tip measuring 43.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.